Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, due to patient's anatomy, it was not possible to place the 0.018, the insertion of the impella cp was therefore aborted. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following: section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ d4-corrected UDI number. G1-corrected MFR site address line 1, city, and zip code.

Event description:
The user facility reported a 75-year-old female patient of unknown race and ethnicity noted as high-risk percutaneous coronary intervention was to be implanted with an impella cp device for mechanical circulatory support. It was reported that during implant procedure due to the 75-year-old male patient's anatomy, it was not possible to place the 0.018. The insertion of the impella cp was therefore aborted. The patient had a percutaneous coronary intervention (pci) without support successfully performed and there was no direct issue with the pump or wire. The patient was stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings and cautions: warnings to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿